Event description:
It was reported that during a robotic lobectomy procedure when the device was placed at the far proximal area of the bronchus and was held there for over a minute. The device was opened and repositioned again and was held for about a minute. The device was re-opened and repositioned again and the device was fired. The device worked fine with the cut line and staple line complete with the proper b form shaped staples. Six days post-op the patient became very ill. The surgeon called the rep and stated that it looked like the staple line had open per the x-ray. The patient was taken back into the or and the staple line was intact, but the tissue on the lobe was necrotic. The surgeon removed the other lobe. The patient is currently in the hospital. The surgeon stated that he is concerned about the survival of the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: on what tissue type was the device used? Lung tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing. During which stroke did the event occur? Na. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Additional detail has been requested; no response has been received to date.